Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted: ventricular capture management trend shows rv lead threshold has been greater than or equal to 2.5 volts since week of 2014, (B)(6) 2009.

Event description:
It was reported that one day post implant the right ventricular (rv) lead appeared to have risen, based on capture management trends. The lead displayed intermittent capture and unstable capture thresholds. The lead was reprogrammed, and a lead revision is planned but not yet scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.